Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer's blood glucose was 599 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer treated high blood glucose with the insulin pump. It was also reported insulin pump was fell on the tile floor and insulin pump said change battery. There was large crack on the down side and battery compartment. It was also reported that the insulin pump need to be in manual mode for two to six days to complete the auto mode warm-up period. Sn worn off on back of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.